Event description:
A customer contacted beckman coulter inc. (Bci) in regards to one low alkaline phosphatase (alp) result generated by unicel dxc 800 pro synchron chemistry analyzer. The result was not reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced higher results. There was no effect to patient or user.

Manufacturer narrative:
The sample was in a red top serum tube with separator. The sample appearance was normal, and the primary tube was loaded onto the instrument. The sample was collected at 12:50 and was not run until 13:30. Calibration and qc results were acceptable prior to and after the event. The customer stated that there was a clot detected on the cartridge chemistry (cc) side of the instrument on all chemistries except alp. On the modular chemistry (mc) side of the instrument, all the chemistries were suppressed. A bci field service engineer (fse) performed a diagnostics test on obstruction detection and could not find any problems. The fse replaced cartridge chemistry sample probe.